Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm watchdog timeout. Customer's blood glucose at time of incident was unknown. The customer stated that the alarm occurred for a second time in 2 days. The customer noticed yesterday while brushing teeth the screen is frozen with watchdog timeout alarm. The customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self test and a21 error test. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump was tested with no screen frozen noted. The insulin pump was programmed with the current time and date, monitored and tested with the time and date functioning properly. No a13 alarm noted. However, the insulin pump had cracked battery tube thread, cracked reservoir tube lip and cracked reservoir tube noted.